Event description:
On (B)(6) 2010, patient reported both the up and down buttons on the infusion device stopped responding to press approximately 1 month ago. Patient switched to his backup infusion device. Patient has used his infusion device for 2 years and programs an average of 10 boluses per day. Infusion device has not been dropped or exposed to water or insulin ingress. Both up and down buttons pop up after being pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.